Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 year after device implant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5094863/5095686.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure.